Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disc. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was 311 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.